Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator decided to end treatment early and perform rinseback due to an unrecoverable alarm. While performing end of treatment, blood was noted in the saline bag. The operator indicated that he did not make the correct connections for rinseback and was going to disconnet, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to user error as the operator did not follow rinseback procedures correctly. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reorted blood loss cannot be established. Facility staff have been notified and provided additional training regarding end of treatment and rinseback to the patient. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.